Manufacturer narrative:
Patient medications: tylenol, aspirin, lipitor, lotensin, vitamin d3, ibuprofen, fish oil, prilosec, cialis, and flomax. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following: on (B)(6) 2022, this patient underwent an endovascular repair for an abdominal aortic aneurysm in zone 9 with gore® excluder® aaa endoprostheses and a unilateral left iliac aortic aneurysm treated with a gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. It was reported that on (B)(6) 2022, the gore® excluder® aaa trunk-ipsilateral leg endoprosthesis collapsed. On (B)(6) 2022, there was a reintervention. A balloon expandable stent was used. There was seal and wall apposition post procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19 a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. Imaging evaluation: summary: the imaging evaluation performed by a clinical imaging specialist showed the following: three time-points available for evaluation: pre-implantation cta dated (B)(6) 2022, intra-operative angiogram dated (B)(6) 2022 and post-implantation cta dated (B)(6) 2022. Pre-implantation cta images show: the lowest renal artery is a left accessory renal artery. Aortic diameters in the 15mm distal to the left accessory renal artery appear to range from 17.8mm ¿ 18.0mm. Intra-operative angiogram imaging dated (B)(6) 2022 shows: still secondary-capture images provided from the intra-operative angiogram. 9:11:50- nondeployed device with proximal end near the main renal arteries. 9:42:06- devices are all deployed. Devices appear to be patent. With the projection provided, contrast cannot be identified outside the implanted devices. Post-implantation cta dated (B)(6) 2022 shows: device is implanted distal to the left accessory renal artery. The proximal device is landed in an angulated portion of aorta. The proximal device is compressed. Proximal neck diameters, distal to the left accessory renal artery, appear to range from ~20.5mm ¿ 21.8mm.